Manufacturer narrative:
No knife sample has been returned for evaluation for the report of being unsharp therefore, the condition of the product could not be verified. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are twelve additional complaints associated with the lot for the reported issue. As a sample was not returned and the device history record review of the provided lot number indicates that the product was processed and released according to acceptance criteria, the root cause for the customer complaint issue cannot be determined. A high complaint rate for the reported lot was noted. An investigation has been completed and actions have been implemented to reduce the frequency of dull blade complaints. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformances are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but was confirmed to be unavailable. (B)(4).

Event description:
A nurse reported that a knife was not sharp during surgery. Patient impact information is unknown. Additional information has been requested.